Event description:
It was brought to our attention that four of this patient's mammogram images, taken in late 2010 may have failed to be saved in the pacs system. We have confirmed that they are not in pacs and are no longer available on the actual mammogram unit to re-send and store.